Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a software update, the user¿s ilet powered off and the screen would not turn on despite charging and attempted wake actions, and a replacement device was arranged while the user transitioned to backup therapy. Symptoms included no adverse clinical effects and no impact to blood glucose levels. Outcomes included continued diabetes management using backup therapy and ongoing cgm use on the user¿s phone or receiver. Investigation included remote troubleshooting and assessment by support, which identified a screen failure consistent with a device display or power subsystem malfunction and inspection of the returned device. Investigation of this device revealed that the device exhibited an unresponsive screen consistent with a hardware screen issue requiring replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display assembly.